Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the patient line was "stretched out". The customer's blood glucose (bg) level was 400-509 mg/dl with trace ketones. Customer delivered a bolus via the pump to address bg and was subsequently taken to the hospital via ambulance where customer was admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of saline and insulin which resolved the issue. At the time of the report with tandem technical support there was no permanent damage and the customer was still admitted to the ICU. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.